Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The image did black out during testing. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the report failure was the result of the image sensor unit and the printed circuit board in the connector having been damaged or broken. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope screen blacked out. The event occurred during preparation for use, prior to a diagnostic procedure. The same was used to finish the procedure and there were no reports of patient harm.